Event description:
Boston scientific received information that this patient received three shocks last weekend. The caller stated it looked like it was for sinus tachycardia. The caller was questioning why therapy was given due to how the device was programmed. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant explained to the caller why the device delivered therapy. The vt-1 zone was increased from 165bpm to 170bpm. No other changes were made to the device. No further adverse patient effects or allegations against device. This product issue will be updated if additional information is received.